Event description:
It was reported that during a chest tube placement treatment procedure, the guidewire unravelled. The physician had to pull everything out and lost access. He had to make another puncture in the pt's groin to regain access to the vessel. The procedure was successfully completed with another of the same type of guidewire. The pt's current status is "fine."

Manufacturer narrative:
The facility disposed of this prod, consequently, a returned prod analysis will not be possible. As the lot number is unk, a review of the shop floor paperwork could not be performed. The root cause of the reported complaint is unk.